Event description:
It was reported via clinic notes received that the patient's psychiatrist noted that the patient was experiencing some bradycardia. The psychiatrist had another neurologist review and they wondered if the vns was causing the episodic bradycardia. The neurologist planned to utilize a holter monitor with the patient and periodically turn the vns off to determine if there was a correlation. The psychiatrist was to follow up with the patient's neurologist. Follow up with the patient's neurologist's office revealed that the psychiatrist had contacted the physician, but the information on the assessment has not been received to date. No additional relevant information has been received to date.

Event description:
It was reported by the patient¿s psychiatrist that the patient has had bradycardia ever since she was admitted to the hospital. It was reported that the patient's heart rate was never over 60 bpm and the facility was satisfied when it was in the 40s bpm. He stated that the bradycardia was not associated with vns stimulation, which is why he question if the two were related. The psychiatrist was unable to provide an assessment on the bradycardia and its relationship to vns.